Event description:
It was reported that a spectrum pump had no audio. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reporter symptom, which was reproduced. A no audio condition was confirmed and determined to be caused by an unsecured connection of the input/output printed circuit board and back flex. The device was adjusted to ensure expected performance. The device was adjusted to ensure expected performance.